Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2007 patient involved in mva with resultant low back injury. On (B)(6) 2008 patient presented with significant lower back pain radiating down to bilateral lower extremity with left side significantly worse than the right. Patient reports to stumble frequently when ambulating. It was reported that on (B)(6) 2009 patient presented for an office visit. Per the physician¿s notes, the patient had previously been scheduled for l5-s1 lumbar fusion and instrumentation, but the surgery had been cancelled due to a positive urine test. Patient returned on this date to repeat urine test. On (B)(6) 2009 the patient presented with spondylolisthesis and l5-s1 disk herniation with severe low back pain. Patient underwent l5-s1 laminectomy, discectomy and decompression of the nerve root. L5-s1 tlif using iliac crest autograft, capstone cage, rhbmp-2/acs, mastergraft and legacy. There were no noted complications. Patient was discharged on (B)(6) 2009. On (B)(6) 2010 patient quit smoking. On (B)(6) 2010 patient presented and was found to have pseudoarthrosis at l5-s1 disc space ¿likely to be secondary to persistent smoking¿ and a significant discogenic pain at l4-l5 disc space. On (B)(6) 2010 patient presented with weakness and pain of the right lower extremity. On (B)(6) 2010 the patient presented with dx displacement of lumbar intervertebral disc without myelopathy, l4-5 severe discogenic pain, l5-s1 pseudoarthrosis. Patient was admitted and underwent alif l4-5 and l5-s1 with removal of prior implant at l5-s1. Fusion was completed using peek lt cages, rhbmp-2/acs and anterior plating system. There were no noted complications. On (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, ¿the patient reported to have almost complete resolution of right lower extremity pain. Pt. Does report to have incisional tenderness in addition to some low back tightness and pain. ¿ the incision is healing well at this time (surgeon did) not see any significant evidence of wound drainage or erythema, or any other evidence of wound infection.¿ on (B)(6) 2010 x-ray of the lumbar spine, ap lateral views, indicate ¿anterior plate and screws at l4-l5. Pedicle screws l5-s1 with posterior adjoining hardware. Disc cages suggest at l4-l5 and l5-s1. There is no disc space narrowing. There is no evidence of fracture or subluxation.¿ on (B)(6) 2011 the patient presented for follow up. Per the physician¿s notes, ¿the patient reported to have some recurrence of pain in his bilateral groin region and some down the right lower extremities with slightly wider area of involvement down to the heels.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿he has a complaint of an ache in his stomach area associated with some nausea¿ in addition, his previous lower extremity pain has also much improved. He has no presence of left lower extremity pain.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿the patient still reports to have some lower back pain in addition to some pain in the right lower extremity. However, this is significantly improved compared to preoperatively.¿ ap and lateral view of the lumbar spine indicated ¿the patient has well intact anterior and posterior lumbar instrumentation hardware.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿the patient again reported to have significant improvement of his lowback pain. He does report to have some discomfort in his right lower extremity.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿the patient reportedly is doing much better. He denied having the presence of his significant low back pain preoperatively. Additionally, his right leg pain has also significantly improved.¿ on (B)(6) 2011 patient presented for rehab. Per the physician¿s notes, ¿(pt.) Has pain that radiates along the lateral aspect of the right leg and into the calf and top of the foot and into the right great toe with pain along the medial aspect of the right thigh. (Pt.) Has pain into the left thigh is episodic and not nearly as problematic as the right side. ¿ smokes one pack of cigarettes per week.¿ patient was diagnosed with chronic low back pain with postoperative lumbar syndrome. On (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿continuing to have low back pain as previously outlined. (Pt.) Has restricted mobility of trunk with deficits in range of motion. Muscle spasm and tenderness persists with light touch deficits and positive dural tension testing on the right in the form of sitting root test.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿complaints of gradually worsening low back pain.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿continuing to have low back pain radiating along the lateral aspect of the right leg and into the calf and foot with numbness and tingling.¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿complaints of pain to the low back that continues to be quite problematic for (pt.).¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿continuing to have pain to the low back. (Pt.) Requires daily use of the a lumbosacral orthosis as well as daily medication of oxycodone 15 mg requires three to four tablets per day¿ on (B)(6) 2011 patient presented for follow up. Per the physician¿s notes, ¿complaints of pain to the low back radiating along the lateral aspect of (pt.) Right leg and at times in the left leg extending into feet.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿(pt.) Continues to have low back pain.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿complaints of pain to the low back that is chronic¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿continuing to suffer from low back pain.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿complaints of intractable chronic daily low back pain that at times will radiate into (pt.) Legs.¿ on (B)(6) 2012 patient presented for follow up. Per the physician¿s notes, ¿continues to complain of pain to the low back radiating along the back of both legs especially along the lateral aspect of the right leg and into the calf with a burning sensation. Over the past year (pt.) Pain has been gradually worsening. ¿ pt. Requires the use of a lumbosacral orthosis on a daily basis and a home tens unit.¿ no additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.